Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : analysis of the device memory was performed and no anomalies were found. Concomitant product: mcs-p3-29-aoa-us transcatheter valve implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that when the right atrial (ra) lead was pacing at higher outputs, oversensing of ventricular capture was observed. The ra lead was left at lower output and remains in use. No patient complications have been reported as a result of this event.